Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had a low reservoir anomaly. An alarm went off from the insulin pump and said low reservoir but they had just filled it. They checked the units left in reservoir and it said 0.0. The customer was advised to disconnect at the quick release to check the reservoir. The customer was unable to disconnect it. The customer advised they will have their daughter help. The customer's blood glucose level was unknown. The device will not be returned for analysis.